Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During initial inspection at the foreign consignee, the service rep observed that the roller pump on/off switch did not operate properly. The device was able to be controlled as desired by means of redundant controls on the central control module. There was no adverse consequence to the pt as a result of this event.